Event description:
On thursday morning, my insulin pump delivered extra insulin based on the blood glucose reading it received from my dexcom g7 sensor. Unfortunately, the reading provided by the g7 was not accurate. Because of this incorrect information, I received more insulin than I actually needed, which caused my blood sugar to drop severely. As a result, I passed out, fell, and hit my head. Emergency medical care was required, and I ended up in the emergency room for evaluation and treatment. This is not the first time I've experienced problems with the dexcom g7. Since starting with it, the readings have consistently been unreliable, forcing me to prick my finger countless times to confirm my actual blood sugar levels. Despite the expectation that the g7 would reduce the need for fingersticks, it has been inaccurate enough that I cannot trust it on its own. The inaccurate reading on thursday was especially dangerous and directly led to a medical emergency.